Event description:
It was reported that during an unknown procedure, the staples were not formed after fire few staples. New device open to complete the case. There was no reported patient consequence.